Event description:
It was reported a threaded tip of an inserter broke while in surgery. The rptr stated; "no harm was done to the pt and there was a back up instrument available to complete surgery." The post operative x-ray was reported negative of foreign bodies.

Manufacturer narrative:
A review of the device history showed no anomalies. The product was returned for eval. The inserter with the distracter attached is used to spread the vertebral bodies from implantation. The distracter opens up the area and then it is measured with a trial to determine the size of the implant. The levering action used to distract led to the inserter breaking. The 5-40 threaded draw rod could not withstand the force. Based on the reported info and the investigation results provided integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.